Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 08-sep-2023 h6: investigation summary the customer returned (28) open 32g 6mm pen needles from unknown lot, reporting bent cannula npe. The returned samples were visually inspected and observed all pen needles with bent cannula npe. The root cause cannot be determined as the return samples were opened. Based on the sample returned, embecta was able to confirm the customer-indicated failure as a bent cannula npe. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported while using bd ultra-fine¿ micro pen needles 32g x 6mm (100 count) it was difficult to operate the needle. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported non patient end would not screw onto pen. Looked into non patient end and noticed it was bent.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ micro pen needles 32g x 6mm (100 count) it was difficult to operate the needle. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported non patient end would not screw onto pen. Looked into non patient end and noticed it was bent.